Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheter was leaking as the catheter was full. The urine was rubbing up against patient skin which caused a urinary tract infection. It was unknown what medical intervention was provided for the urinary tract infection.